Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, scope was noticed to have black light fibers and there was not enough light. Another scope was used for the case and procedure was completed. No pt complications were reported.

Manufacturer narrative:
Investigation details: the visual inspection shows that, scratches shows on tube shaft and the optic is compromised. The scope will be sent to scholly fiberoptics for further assessment.